Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the electrodes 8, 9, 13, <(>&<)> 14 should be avoided. Patient reprogrammed using other remaining electrodes. Issue was resolved. No further complications were reported/ anticipated. Additional information was received from the rep. Rep confirmed the impedances were high. The provided information was confirmed with the physician/account. No further complications were reported.